Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient's drg system was explanted due to the patient experiencing ineffective stimulation.